Manufacturer narrative:
A balloon leak was reported. Analysis confirms leak was located on the distal part of the hub. Product analysis the device was returned to medtronic for evaluation. The device was decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with no damage visible to the catheter or balloon. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip with no resistance noted. A negative purge did not detect a presence of a leak on the device. The device was pressurised to 8 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue fillet. The glue fillet was lifted. It was possible to inflate the balloon; however, the device did not maintain pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact admiral during treatment of a lesion which exhibited 60% stenosis. Moderate vessel calcification and no tortuosity reported. IFU was followed. Negative prep was performed. It is reported inflation difficulties were noted at an inflation pressure of 8atm. It is reported there was a leak on the balloon. The device was removed safely from the patient without intervention. The procedure was completed with another inpact admiral. No patient injury reported.